Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. As the reported event is procedure related, there was no failure detected with the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) concomitant devices ¿ vanguard cruciate retaining interlok cemented femoral component left 62.5mm catalog #: 183026 lot #: j3755718, biomet fixed cruciate interlok tibial plate 67mm catalog #: 141232 lot #: j3806309, vanguard series-a standard patella 8mm x 31mm catalog #: 184764 lot #: 478690, vanguard cruciate retaining tibial bearing 10mm x 63/67mm catalog #: 183420 lot #: 899580. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2018-09811; 0001825034-2018-09812; 0001825034-2018-09813; 0001825034-2018-09814; 0001825034-2018-09815 investigation incomplete.

Event description:
It is reported that shortly following an irrigation and debridement procedure to address infection in the knee, the patient required two (2) blood transfusions and an extra hospital day to stabilize anemia. No intraoperative complications were identified.